Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch. 1,200 units of this product were manufactured and distributed in the market, there are no units in stock. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill b. Braun surgical requirements. As stated in the instructions for use of the product: "as for every other suture material, prolonged contact with salt solutions such as urine and bile can lead to lithiasis. The following side effects may be associated with the use of this product: transient local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, hardening of tissues (subcuticular sutures). Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that on two to three cases that the sutures used for abdominal valve closure have resulted in wound infection.